Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records noting the patient underwent a revision due to dislocation, liner wear and noted scar tissue. DHR was unable to be reviewed as the lot number for the device is unknown. The root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 01194.

Event description:
It was reported that a patient underwent a left revision procedure approximately 18 months post implantation due to recurrent dislocations. During the revision, the surgeon noted that the liner component was worn and there was scar tissue. Attempts have been made and additional information on the reported event is unavailable at this time.